Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was met while trying to inject insulin into the cartridge. A different syringe/needle was used and the cartridge was successfully loaded. Blood glucose was 86 mg/dl.